Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2016, a 22 mm amplatzer septal occluder (aso) (lot/serial unknown) was successfully implanted. On an unknown date, the patient developed second degree av block which converted to normal sinus rhythm with intermittent 1st degree av block after the first dose of steroids. As of (B)(6) 2016, the patient remained in second degree av block. The aso was explanted via surgical approach on (B)(6) 2016 with no complications.